Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a crack on the catheter . The crack was found prior to use, and the catheter was replaced.

Manufacturer narrative:
Received 1 unused catheter. The reported event was confirmed as cause unknown. The exterior of the sample was visually examined and a crack was found in the drainage funnel. The crack was generated from the exterior of the sample and was of unknown origin. It may have occurred pre or post shipment. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "avoid contact with any blades or sharp edged instruments." (B)(4).

Event description:
It was reported that there was a crack on the catheter . The crack was found prior to use, and the catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a crack on the catheter . The crack was found prior to use, and the catheter was replaced.